Event description:
The customer contacted philips to purchase a "guide wire" which was further clarified to be a hands-free therapy cable. There was no allegation of a device malfunction. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device failed but did not specify the failure issue. There was no reported patient involvement.